Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -external force was applied to the device during reprocessing. -adhesive was worn out and peeled by the user handling. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. There was leakage from the scope connector and control knob. Bending angle did not meet the specification. The bending section rubber adhesive was detached, chipped, cracked, or has a burr. Air/water port unit was damaged. Glue around the light guide and ccd lens unit was worn. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
The doctor was performing a diagnostic linear endoscopic ultrasound procedure on a patient. There were no issues during the preparation of the use and the procedure. During reprocessing, the user found that there was leakage from the device. A procedure for one patient was canceled. The user completed the procedure with the device. The device was evaluated at olympus repair center. Olympus repair center found that adhere around the ultrasound probe was peeled off or was damaged. There was no report of patient injury associated with this event.